Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 134 mg/dl. Reportedly, the customer has no alternate method of insulin therapy.